Event description:
The surgeon reported: blue and white fibers from the pak appearing throughout the surgical field. No pt impact was reported. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).